Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the surgeon said, the device did not cut. It only stapled when fired. Another device was used to complete the procedure. There were no adverse consequences for the pt. One device will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.